Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician to a sales rep and forwarded by our local affiliate (B)(4). This case involves a pt who was treated with poly-l-lactic acid (sculptra). Relevant medical history and concomitant medication info were not mentioned. On an unspecified date, some nodules were detected on the periocular area, marionette lines, and both cheeks. It is unk if any corrective treatment was provided. At the time of this report, the adverse event had resolved. Per our affiliate. Further info is not available. Reporter's causality assessment: possible.